Event description:
An agiltrac peripheral dilatation catheter would not completely deflate after treatment of the distal popliteal artery. The catheter was removed from the patient's anatomy while partially inflated. After the device was removed, it was observed that two vessels in the posterior tibial artery, that were previously patent, were now occluded. There was no treatment and no patient effects were reported. No additional information was available.